Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer treated high blood glucose level with manual injections. It was unknown if the insulin pump was on auto mode at the time of the incident. The customer also reported calibration not accepted error and change sensor alarm. The customer also mentioned that the difference between the sensor glucose value and the blood glucose value and thus had the insulin pump suspended. The customer declined troubleshooting for high blood glucose level and sensor glucose value versus blood glucose value issue. The device will not be returned for analysis.